Manufacturer narrative:
The technician confirmed the reported event of heating up and noted that the motor assembly was corroded. The device was repaired and placed back in stryker stock.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the loaner core impaction drill was warm at the tip. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.